Event description:
Scout hand piece did not work when connected to machine. Plugged in demo hand piece to check to see if it was the hand piece or machine that did not work, demo piece worked. Opened new scout hand piece and gave to doctor.